Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. The event of covid-19 infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the lips and nasolabial folds with 0.8 cc of juvéderm® ultra xc and in the cheeks with 1.0 cc of juvéderm voluma® xc. Eighteen days later, the patient developed ¿nodules¿ in the lips and inner mouth area and the filler "migrated." The patient was treated with hylenex and massaged that day. Six and half months later, the patient was injected by a different injector at the same office in the lips with remaining 0.2 cc of juvéderm® ultra xc from the same syringe for a ¿requested correction.¿ two months later, the patient received more hylenex due to the migrated filler. Two months later, the patient received additional hylenex and reported ¿whitish nodules¿ in the lips and around in the inner cheek area. Two months later, the patient was diagnosed with non-device related covid-19 infection. By the following month, the treating physician grew concerned of the event and referred the patient to another doctor who reported that the event ¿was out of their practice¿ and was unable to assist. The patient has since been referred to another physician. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00188 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc.